Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was loose connector on the system control board. The issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while a manufacturer representative was performing calibrations, 2d imaging stopped working. The representative tried both the handswitch and footswitch with no change. The representative rebooted the system and the x-ray was disabled even when e-stop was reset. The pendant also stated initializing please wait and would not clear. It was also noted that when the door was closing, it made a popping noise. There was no patient present when this issue was identified.